Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd., (B)(4). Device evaluation could not be performed because it was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Although the device evaluation could not be performed, reviewing of manufacturing records found no indication of product deficiency. Based on the obtained information, it was presumed that torsion or tensile stress exceeding the product's design limit was inadvertently applied while the wire tip was assumed to be trapped by a peripheral vessel. Instructions for use states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became separated during a pci to treat a heavily tortuous 75-90% stenosis in the lcx #11. The guide wire was advanced to the lesion when abnormal resistance was felt. The physician removed the guide wire from the anatomy and found that about 3cm of the distal wire segment was missing and left in the distal lcx. A snare was used to retrieve the wire fragment, however, failed. A stent was deployed at the lesion and the blood flow was successfully reestablished. The physician decided to take preservative action against the wire fragment. The patient was put under routine post-pci monitoring, was without problem, and discharged three days after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.